Event description:
Returned sample has a burst leak at 37cm mark. New device was placed.

Manufacturer narrative:
The complaint of a leak is confirmed and should be recorded as user related. The "u" shaped slit located between the 33 and 34 cm depth markers contains characteristics associated with burst trauma secondary to over-pressurization. It appears infusion pressures have exceeded the burst strength of the catheter tubing. The catheter has been cut just distal to the 15 cm depth marker. The section that contains the valve and manufactured tungsten plug was not returned for evaluation. Gross visual, microscopic and tactile examinations show no evidence of a defect or deformity related to the manufacturing process. A lot history review (lhr) of rewf0391 showed no other similar product complaint(s) from this lot number.